Manufacturer narrative:
The device was manufactured february 8, 2017 ¿ february 10, 2017. The device was received for evaluation containing approximately 32 ml of fluid in the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Upon removal of the luer cap, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed on the unit and the device met specification. Based on the results of the evaluation, the folfusor device was determined to be conforming product. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A small volume folfusor did not flow during set up. It was reported that after adding nacl to the folfusor device, ¿no drops came out of the tubing¿. There was no patient involvement. No additional information is available.